Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, d9, g1, h3, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample revealed that the xc200 cartridge was received empty and along with 6 loose clip and 3 of them were closed. The clips and cartridge were visually inspected and no defects were observed. In addition, a foil was received along with the sample. Three clips were manually loaded on a test device for its functionality. Upon functional testing of the clips, the instrument retained and deployed the clips as intended. The clips were formed as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the clips performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the cartridge. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - package lot number of the clips? => unk. - please provide the applier product code and lot number? =>ka200, but the lot is unknown. - please confirm if there is an issue with the applier?=>no if yes, please create a product complaint and provide the respective reference number(s).=>na - what suture type and size was used?=>unk - when the event occurred, was the suture placed near the hinge of the clip?=>unk - were you able to lock the clip closed on the suture?=>unk if yes, after it closed, was the clip holding securely fixed on the suture?=>na - was the applier checked for damaged (jaws straight and aligned)?=>unk - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension?=>unk - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>we regularly contact with sale rep about the device returning. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu).=>hiromi tokuyama. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported by a sales rep that, during an unknown laparoscopic surgery, when tried to use, the cartridge could not be locked. The customer opened four packages, but only two of them could be locked. It was handled the situation without using it in the end. There were no adverse consequences to the patient. Four devices will be returning. No further information is available. No adverse patient consequences were reported. Additional information was requested.